Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, which resolved the issue, and the pump did not display the malfunction code again. The customer was advised to continue using the pump and to contact support if any further malfunctions occurred.